Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had an appointment scheduled for reprogramming. The device was reprogrammed. The patient programmer was replaced. The patient had or will have surgery to fix the problem with the device system. The patient's problems were related to the implanted system.